Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer blood glucose level was 458 mg/dl at the time of incident. The customer stated that the insulin pump had multiple pump error alarm. The customer was able to clear the insulin pump error alarm. The customer did not provide any information regarding the symptoms and treatment for their high blood glucose. The customer was performed the self test and it was passed. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.